Event description:
Boston scientific received information that a surgical procedure was performed to verify the integrity of the lead to device header connection. It was revealed that the lead was not fully inserted into the device header. The connection was secured and the pocket was closed. No adverse patient effects were reported.

Manufacturer narrative:
The system remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.